Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our service technician. The ventilator failed the pressure transducer test and the safety valve test and showed problem with the safety valve. The safety valve pull magnet was removed, cleaned and refitted. The ventilator passed the pre-use check and the ventilator was tested in ventilation mode, using a test lung, without that the reported failure was reproduced. The device logs confirms the event of technical alarm for the safety valve. The first occurrence of this issue was on 08/14/2020. The date of event is therefore updated accordingly. The test log shows that the ventilator in some cases cannot build up pressure, indicating that the safety valve is open when it should be closed. There are also instances where the safety valve is not opening when it should. The failure was solved after the safety valve pull magnet had been cleaned and refitted. The root cause of the event has not been determined.